Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's oxygen saturation dropped in the 30s and that the centrimag motor had stopped functioning. The motor stoppage was determined to be due to the patient being on venovenous (vv) extracorporeal membrane oxygenation (ECMO) support for five months. The console and motor were switched to backup modules.

Event description:
Related manufacturer report number: 2916596-2021-07178.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor atypically stopping while in use was not confirmed. The centrimag console (serial number unknown) was not returned for analysis, and no log files were associated with the reported event. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the centrimag console was not provided. The 2nd generation centrimag system operating manual (rev. 11) section 3 "about the 2nd generation centrimag primary console" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.